Event description:
Reportedly, in 2000 surgeon a's preoperative diagnosis was: small bowel obstruction. Procedure: laparotomy, bowel resection with reanastomosis, lysis of adhesions, and insertion of a drainage tube. Same pt returned 9 days later with surgeon a. Preoperative diagnosis: small bowel obstruction. Procedure: abdominal exploration with small bowel resection and enterolysis. This pt returned to operating room 5 days later. Preoperative diagnosis: anastomotic leak. Procedure: laparotomy, bowel resection, and ileostomy formation. Product used was competitive.